Manufacturer narrative:
Date of event is unknown. Additional information will be provided once available. The device was returned to olympus for inspection a root cause could not be identified. Based on the results of the investigation, it is likely the light emitting diode on the control panel did not light up due to failure in printed circuit board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the video system center to the service center for evaluation related to a separate issue. During testing, the service repair technician identified the device had light emitting diode on the control panel did not light up. There was no patient involvement.